Event description:
Caller reported spirit insulin pump button is non-functional. Exact button was not identified. No adverse event reported. The pump cannot be returned due to the customs and legal issues in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) doesn't allow product return.